Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pain stimulation implantable pulse generator (ipg) patient turned the stimulation on and increased it, then lost the external component(s), including the programmer, and sought assistance to turn the implantable neurostimulator off because the ongoing stimulation was described as an ¿annoyance¿ and felt like ¿a little electrical shock.¿ the patient was unable to turn the implantable neurostimulator off due to the missing programmer and stated they did not currently have a managing doctor. The patient reported that two doctors did not know how to turn the stimulation off. The agent reviewed that the system could not be turned off remotely, provided contact information for additional support, and transferred the patient for replacement of the programmer.